Event description:
Ous MDR - lead dislodgement found with high threshold increase and sudden impedance increase (>3000) with normal sensing values. Lead was repositioned with acceptable values.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.